Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy procedure. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During procedure, the balloon ruptured on the 3rd inflation each at 24 atmospheres for 10 seconds. The device was removed and replaced for a different model to complete the procedure. There were no patient complications reported.